Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a vbs for treating ovf on (B)(6) 2022. The trial balloon on the right was not able to be inflated. Since it was found that the trial balloon had ruptured, they tried to retract the trial balloon. However, it was confirmed that some balloon¿s fragments had been left in the centrum. They tried to wash away the lesion to remove the fragments, which failed. The surgeon decided not to deploy a stent and finally was able to complete an overall cement application into the centrum. The procedure was delayed less than 30 minutes. No further information is available. This complaint involves one (1) device vbs w/balloon med. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Device evaluated by MFR and manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: product code: 09.804.601s lot printed in the device: 82236543 synthes part: 09.804.601s synthes lot: n/a supplier lot: 82237161 (fg lot, vbs set that was consumed in lot 82236543). Release to warehouse/manufacture date: 05 november 2021 supplier name: confluent medical the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the balloon of the vbs w/balloon med was broken. No other anomalies were found. The embedded device condition cannot be confirmed since x-ray evidence was not provided. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A manufacturing record evaluation was performed for the finished device [82236543] number, and no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vbs w/balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.